Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the proximal section (bladder pigtail) was detached. The suture string and the detached pigtail section were returned loaded. No other issues with the device were noted. The reported event of stent shaft broke was not confirmed, however; according to the analysis, the stent was detached at the proximal section (bladder pigtail). The suture string and the pigtail section detached were returned together and loaded, evidence that the stent was manipulated. Based on product analysis, it is possible that the failure found, bladder pigtail detached, is an issue that could have been generated by the user or due to the interacting of the device with the suture string. The most probable cause of those failures is adverse event related to procedure since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a flexible ureteroscope lithotripsy in the kidney performed on (B)(6),2020. According to the complainant, during the procedure, when the physician was about to perform stent implantation inside the patient, the stent was fractured. Reprotedly, the broken stent was removed from the patient. The procedure was completed successfully with another polaris ultra ureteral stent. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a flexible ureteroscope lithotripsy in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician was about to perform stent implantation inside the patient, the stent was fractured. Reportedly, the broken stent was removed from the patient. The procedure was completed successfully with another polaris ultra ureteral stent. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be stable.